Event description:
It was reported that a mitraclip xtw was received by the hospital, but the there was a puncture or hole in the blue product box and the brown shipping box. The damage was caused by transportation. There was no patient involvement.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported packaging tears, rips and holes was believed by the account to be related to transportation/delivery. There is no indication of a product issue with respect to manufacture, design or labeling.